Event description:
A complaint was received from a customer that reported that the unit's digit in the display was missing the center section. For example a "0" would display as an "11". The customer noticed this display issue and spouse was not able to get a blood reading when testing. While on the phone a review of the system was conducted. The missing portion of the units display was confirmed as missing. A request was made to return the system for evaluation. The system was returned and the display issue was confirmed. Additional testing/evaluation is being conducted to determine the root cause of the malfunction. While the analysis is on-going this event is considered closed for purposes of MDR.